Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose was high at the time of the incident and current blood glucose was 94 mg/dl. The customer was treated with insulin pump in the ambulance dispatched and was admitted in the hospital. It was reported that thy had no delivery. The customer was wearing the insulin pump at the time of the hospitalization. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. The insulin pump will not be returned for analysis.